Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable roche diagnostics cobas elecsys anti-tpo and elecsys ft4 assay results for one patient sample processed by the cobas 8100 preanalytic system. Of the data provided, only the ft4 results were a reportable malfunction. The initial result was 52.8 and the repeat result on (B)(6) 2018 was 13.7. No unit of measure was provided. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 26566200. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. The field service representative decontaminated the analyzer and no further issues were seen. Based on the data provided, a general reagent issue could most likely be excluded.